Event description:
A user facility reported to olympus that during a preparation, no image displayed on the evis exera iii video system center when a 180 series scope was connected. There was no harm or user injury reported due to the event.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation of no image displayed on the monitor was not confirmed. The evaluation did not uncover any other issues. The unit was working and up to date. The investigation is ongoing, and a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 2 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, the root cause of no image being displayed could not be identified nor could the phenomenon be confirmed/duplicated. Olympus will continue to monitor field performance for this device.